Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported that while using the adc freestyle libre 3 plus system, they had encountered false readings 3 times in a row by "25 points or more or completely stopped reading all together while still in supported usage time". Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; and the follow up attempts were successful. The customer did not receive any medical treatment. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to the FDA. An investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.